Event description:
It was reported by the customer that the saw was leaking oil from the attachment. The event occurred during a total knee revision. It was also reported by the customer that the oil did not contact the pt. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
On aug 5, 2008, the saw involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the saw performed within specifications. The saw was cleaned, lubricated and adjusted.